Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000121180. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that prior to an ipg replacement procedure [related manufacturer reference number: 3006705815-2025-06224], x-ray imaging revealed migration of one lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted to address the issue. Effective therapy was restored post operatively. It is unknown which lead migrated.